Event description:
To the u.s. Food and drug administration: I am writing to file an urgent report regarding the egregious failure of informed consent and non-compliance with FDA (food & drug administration)-mandated patient safety protocols by physicians at the (B)(6) regarding my breast implant surgery. On (B)(6) 2024, I received mentor® silicone gel implants. I am a high-risk patient with a complex medical history that includes **brca2-positive bilateral breast cancer, systemic lupus erythematosus (in remission), bell's palsy, and fibromyalgia. Despite these known risk factors for complications and autoimmune reactions, the informed consent process was severely inadequate and non-compliant. While a risk of "anaplastic large cell lymphoma" was briefly mentioned during a consultation in (B)(6) 2024, I was not provided with the FDA-required patient decision checklist, patient brochure, boxed warning information, or any educational material that would have allowed me to understand the serious nature of breast implant-associated anaplastic large cell lymphoma (bia-alcl), breast implant illness (bii), or other systemic risks. This is particularly critical given my pre-existing lupus and autoimmune vulnerability. I received **my patient device card (#(B)(4)) only after the procedure was complete. ** at no point prior to surgery was I given any documents or resources to review. This deprived me of any opportunity to research these severe risks and provide fully informed consent. The absence of these federally mandated materials is a profound failure and directly led to me undergoing a procedure without understanding the potential lifelong implications for my health. This incident is part of a larger pattern of negligence at (B)(6), where temporary tissue expanders from another manufacturer were previously left in my body for over five years, far exceeding the six-month intended use. I am now living in fear and experiencing significant psychological distress due to the belated understanding of the cancer risk I was never properly educated about. I urge the FDA to investigate these practices at (B)(6) to prevent further harm to other vulnerable patients. Sincerely, (B)(6). Device code#: 2017. Patient code#: 2329. Reference report #: mw5175439.